Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately 2 months after implant of the ipg and approximately 8.5 years after the leads were implanted.

Manufacturer narrative:
Correction: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary:the device was returned, analyzed, and no anomalies were found.